Event description:
A nurse reports that due to her exposure to latex gloves, made by several different glove manufacturers, she has developed the following symptoms: hand and body sores, hand dermatitis, hives, wheezing, runny eyes and nose, shortness of breath and anaphylaxis. She states that she has been diagnosed with a type I latex allergy.